Event description:
On 09/17/2025, the user reported difficulty pairing the ilet with the mobile app. After updating firmware and reentering pairing codes, cgm readings resumed. The user noted a blood glucose of 400 mg/dl and self-administered insulin before calling; levels were decreasing. No hospitalization or lasting effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.